Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No button error alarm was noted, but the pump had unresponsive buttons on the esc and act buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).